Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels (55 mg/dl) and parkinson disease. Troubleshooting was performed and pump passed delivery system check. Customer was treated with lantis shots, and released from the hospital on (B)(6) 2015.